Event description:
It was reported on (B)(6) 2012 that the patient was never receiving a therapeutic effect. The patient's symptoms were loss of bladder control, which occurred following the implant. The patient's symptoms were gradually getting worse. The patient stated that she does not feel stimulation, however, she confirmed that stimulation is on with her programmer. On (B)(6) 2012, it was reported that the patient increased stimulation .1 or .2 daily for possibly weeks or months, and was at a maximum stimulation level between 8 and 9. The patient could feel stimulation, but it would come and go. The patient's symptoms had not resolved. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# v914059, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient did not feel that the device helped her. It was noted that no hospitalization was required and that no event had occurred.

Manufacturer narrative:
(B)(4).